Event description:
The patient stated 2 of 5 pens of novolog in order were faulty. The rph requested no charge replacement but did not request for the novolog mix to be returned. Dose, frequency and route used: inject 26 units twice daily. Therapy dates: (B) (6) 2009. Diagnosis for use: diabetes mellitus.